Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. All information reasonably known as of 24aug2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the swab came off in the patient's mouth during use, and the foam swab was removed from the patient's mouth. There were no injuries to the patient and no medical intervention reported. No additional information was provided.

Manufacturer narrative:
The sample was received and evaluated. One (1) used sample was received for the suction swab un-used/un-opened for the rest of the components in the package of oral care kit. The un-used/un-opened packaging identifies the following: catheter pouch, suction swab pouch, and a prep pack pouch. The packaging pouch of the used sample was not returned with the device. The returned sample (1) was placed across the lab table. While visually observing the returned sample, it was clear that a separation/detachment had occurred between the suction tube and suction green sponge. The sample appeared to be discolored with dark brownish material around the sponge. Under magnification (30x), the green suction sponge was examined. There was a presence of a (shiny) looking substance that is similar to an adhesive inside the sponge (top/bottom sides). While reviewing the suction tube, there were materials from the sponge left intact/attached to the suction tube (tip area). The device history record for the lot number, 0202704369, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Based on the results of the investigation, there was no definitive root cause determined. All information reasonably known as of 07nov2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).